Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for libre reader and for the last year. The review did not identify any trends that would indicate any product related issues for this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an anvisa user report which reported the following information: a caller reported an unspecified quality issue with the freestyle libre reader. It was further reported that the customer experienced a medical event and required third-party treatment however, access to the medical event information was not provided as it was not available. The user report further indicates that there was an adverse event due to the reported issue but no further information was provided. Based on the information provided, there was no report of serious injury associated with this event.